Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
On these IV's the small extension is part of a closed system attached to the IV catheter with wings. The extension was leaking so the entire IV had to be taken out and replaced. This rendered pt's vein unusable and another point of access had to be used.